Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss alarm noted in the long trace or insulin pump history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer's blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised to revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.